Event description:
Spontaneous call from pt, cadd legacy pump sn (B)(6) alarming for high pressure. Pt states he inspected pump, tubing and cassette and could not find the issue. While on the phone with pt, pt switched the cassette and tubing to backup pump and it is not alarming. No adverse effect reported. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.